Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during the inflation at 5 atmospheres, the balloon ruptured. The device was removed and no balloon fragments left on the patient's body. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was fine. It was further reported that the target lesion was 50% stenosed and was located in the non-tortuous and moderately calcified vessel. The balloon was inflated once before it ruptured.

Manufacturer narrative:
D4. Lot number: corrected from 25976762 to 26077796. D4. Expiration date: correction from 09/07/2023 to 09/25/2023. D4. Unique identifier (UDI) #: corrected from (B)(4). H4: device manufacture date corrected from 09/07/2020 to 09/25/2020. Device evaluation by MFR: the mustang 6 x60, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 24mm proximal from the distal markerband. The inflation device was verified at 24 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during the inflation at 5 atmospheres, the balloon ruptured. The device was removed and no balloon fragments left on the patient's body. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was fine. It was further reported that the target lesion was 50% stenosed and was located in the non-tortuous and moderately calcified vessel. The balloon was inflated once before it ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during the inflation at 5 atmospheres, the balloon ruptured. The device was removed and no balloon fragments left on the patient's body. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was fine.